Event description:
It was reported there was a significant increase of mycobacterium gordonae positive cultures in bronchoscopy patients during (B)(6) 2023 through (B)(6) 2024. The sampling and culturing was performed because of the increase of positive mycobacterium gordonae bronchoscopy cultures. The particular scope was used one hundred three times. Seven out of the ten positive cases occurred with the subject device. It was later reported the procedure performed was a robotic assisted bronchoscopy and the patient was cultured on (B)(6) 2023. The patient did not warrant antibiotics.